Event description:
(B)(4). I was implanted with essure in (B)(6) 2011. Shortly after my hsg test, I began to develop symptoms of stabbing pelvic pain, painful periods, heavy periods with clots ranging from quarter-sized to golf ball-sized, pain during intercourse, debilitating cramps, and erratic, inconsistent menstrual cycles. Other symptoms began to appear slowly over the past 4 years. Weight issues (gaining and inability to lose), migraines, hair loss, constant bloating, legs/feet swelling, acne, anxiety and depression, erratic mood changes, forgetfulness and inability to complete thoughts (brain fog), joint pain in hips, elbows, knees, wrists, fingers, neck. Constant chest pain. In (B)(6) 2015 I was diagnosed with fibromyalgia. I have been unable to work my full time job consistently. Fatigue, insomnia, and lethargy. Dizziness, blurred vision, ringing in my ears. New symptoms developing all the time.